Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 13mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 02dec2019. It was reported that balloon inflation failure occurred. The 80% stenosed target lesion was located in the left circumflex artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for treatment, however, the balloon would not inflate. A new inflation device was used but the balloon still did not inflate. The maverick balloon was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.